Event description:
Customer's wife reported blood glucose results of hi, which on the advantage system indicates a result in excess of 600 mg/dl, on advantage system 1, and 139 mg/dl within 10 mins on advantage system 2. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2. Please see medwatch is for report on advantage system 1.